Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal end of the cutting knife was confirmed. The cutting knife had a scorched and melted shape. The needle length was measured. The distal end of the cutting knife was missing approximately 2.0~4.0 mm. The outer diameter of the cutting knife was measured. The result indicated no abnormalities. Other abnormalities were not found in the device. The manufacturing record was reviewed and found no irregularities. When the cutting knife was wiped to remove the tissue pieces, some force was applied to the melted part of the cutting knife. That might have caused the cutting knife to break. Based on the confirmation result and the investigation results in the past, a likely cause of the cutting knife melting might be the following. *high frequency current was applied between the cutting knife and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting knife became instantly hot. *high frequency current was applied when the cutting knife and the tissue were being close to each other. As a result, an electrical discharge occurred, and the cutting knife became instantly hot. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic sphincterotomy (est), the subject device was used. When the user wiped the subject device after about four times output, the cutting knife of the subject device broke. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the cutting knife was partially missing.